Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient experienced an arrhythmia storm. Six episodes of vf were seen in the ICD memory, four of the episodes were terminated with appropriate therapy and one was not. The sixth episode was non-sustained ventricular fibrillation triggering inappropriate therapy due to undersensing and a passive secure sense algorithm. Non-sustained right ventricular oversensing was triggered as well. The patient expired due to unknown cause. Additional information has been requested and not received.